Event description:
This lead was implanted on (B)(6)2009 and is still in active use. It has been reported to technical services that this lead is having issues regarding r wave. The physician was dr.(B)(6) at (B)(6)medical center . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).